Event description:
It was reported by the patient that they had an artificial urinary sphincter implanted in 2017 and is experiencing recurring incontinence.

Event description:
It was reported by the patient that they had an artificial urinary sphincter implanted in 2017 and is experiencing recurring incontinence. It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) that was implanted in 2017. No further information is available. Analysis results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.